Event description:
It was reported that the "ok" button is not responding, and the pump is cancelling boluses.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that the bolus button cover is coming off. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the issue should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of moisture found on the bolus button resulting in rust. Investigation revealed that the rust shorted the button, leaving the button in a constant "on" state. In addition, the ok, up arrow, and down arrow keypad buttons were shorted out, causing the buttons to be unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).